Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ug4j, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s stimulation was turning off and they had a return of symptoms. The patient wanted to make sure the implantable neurostimulator (ins) was on. The patient was not very happy and had difficulty operating the patient programmer due to its complexity. The patient was changing programs because the symptoms were not being controlled and because they were not feeling the flutter back there. The patient had been working on it for about a week. The patient tried to change to program 3 about a week ago, but was not sure if it actually did because there was nothing to confirm to let them known if they were done with the programmer or if the changes they made were completed. The patient verified that stimulation was currently off as the lightning bolt was not in the right hand corner. The patient was able to turn stimulation on and verified the lightning bolt was not in the upper left hand corner. The patient wanted to verify they were on program 3. The patient was currently on program 2 and wanted to change to program 3. The patient felt the use of the programmer was not straightforward. The patient changed to program 3 and was able to verify the check mark was in the box indicating the program was locked on program 3. The patient felt stimulation strong and comfortable at 1.6v and they would continue to track their system. Four days later, it was reported that the patient was back to program 2 and they did not understand how or why. The programmer quick guide was useless and not of any use. The patient was assisted with changing to the desired program, program 4, and the device was synchronized. The patient was at 1.6v and wanted to increase to 1.7v. When the patient pressed the increase stimulation key, the programmer showed it was back on program 2. The programmer jumped back to program 2 when they changed from program 2 to program 4. The batteries may have a current issue and the patient did not change the batteries as they did not have any. The patient did not even know the patient programmer needed batteries and they were not happy with it. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the patient was not aware that the transmitter pad had to be over their implant in order to make a change. The manufacturer representative advised the patient of that and now the changes were made.